Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was powering off after he had replaced the battery. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6) 2010. The cca documented that the patient manages his diabetes with insulin injections (self adjuster). The patient confirmed that the alleged product issue did not cause him to change his usual diabetes regiment. On an unspecified date after the alleged issue began, the patient claimed that he developed high blood glucose, specifying "tired and thirsty" as his symptoms. The patient denied using any other meter to test his blood glucose. The patient stated that he treated himself by taking an additional 5 units to his regular and nph insulin dosage when the symptoms occurred. During troubleshooting, the cca documented that the subject meter does not require a new battery replacement per the owner's booklet manual. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.